Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the visual alarm indicators were fully functional however no audible indicators were heard. During internal inspection it was discovered that the swivel connector was damaged resulting in the speaker being unplugged. The speaker was reconnected and the device functioned as designed. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the radical-7 with an inaudible pulse tone. No consequences or impact to patient were reported.